Manufacturer narrative:
A device history record(DHR) review for model fb-15rbs, serial number (B)(4) was performed by the manufacturer, the DHR review confirmed the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. We will continue to investigate this situation and if necessary, file a supplemental report.

Event description:
This event occurred at the time of during use. Treatment with fb-15rbs due to pneumonia in a patient endotracheal intubation. Treatment was performed using fb-15rbs, and when it was removed from the patient, the insertion part was fallen into the patient's body was confirmed. Tried to retrieve it from the patient's body with another scope, but could not retrieve it. Retrieved the insertion part which had fallen in patient's body the next day.